Manufacturer narrative:
-The investigation has determined that based on the patient scan quality, the accuracy of the registration could not be verified. If the registration was inaccurate, it could have caused the sleeves to be placed at the incorrect locations on the guide, subsequently resulting in the observed trajectory deviations. -the doctor stated that after performing a tissue punch at site 29, the drill site appeared to be more lingual than planned. She opted to trust the guide and continued with surgery, ultimately resulting in the patient's nerve being severed. Doctors are advised against performing surgery with the guide if they notice that the trajectory is off, and surgery should have been aborted. -per sg006 - invivo guide technical data sheet, which ships with every guide: -poor image quality from scan data or inaccurate guide seating may cause the drill position, trajectory, or depth to be off. -before drilling, verify that the position, trajectory, and listed drill depth of the guide is satisfactory and correlates to the implant plan. -do not use the guide if the position, trajectory, or listed drill depth is unsatisfactory or does not match the implant plan.

Event description:
The doctor stated that while using the guide, she performed a tissue punch at site 29 which appeared to be more lingual than planned. She decided to proceed with surgery and did not notice drilling was off until she was near the end of drilling when an artery was severed, causing severe bleeding. She was able to stop bleeding and performed a bone graft at the site. The doctor also stated that the implant appeared to only have been placed slightly in bone, meaning that most of the drilling was into soft tissue. The doctor stated that site 30 was also off and appeared to only be halfway in bone. This implant was removed as well, and the bone was grafted. The implant at site 31 was placed successfully, but the doctor stated it looked slightly off from the treatment plan.